Event description:
Per dealer, leg allegedly broke. No injury is alleged.

Manufacturer narrative:
RMA 859580716-l has been initiated for this issue. Model 9781 serial number/date code unknown which means the age of the device is unknown. The user manual part number (B)(4) is the latest revision. The revision issued with this device is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.